Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed. Blood glucose level was 163 mg/dl. Customer declined troubleshooting with tandem technical support, and declined to provide further information.